Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the pusher assembly was fractured, and the embolization coil was detached. If the ruby coil is advanced against resistance at an extreme angle, damage such as a kink and subsequent fracture may occur. If the pusher assembly fracture, the pull wire may retract from the pusher assembly ddt and the embolization coil may detach. Further evaluation revealed that the pusher assembly was kinked, the embolization coil had offset coil winds and the introducer sheath was kinked near its distal tip. This damage was likely incidental to the complaint and the root cause of this could not be determined. Based on the returned condition, the root cause of the initial resistance during the procedure could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician advanced the first ruby coil approximately forty centimeters through the microcatheter against resistance and, subsequently, the coil became stuck. Upon retrieval, the ruby coil unintentionally detached in the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed and the coil was flushed out on the back table. It was noted that the ruby coil pusher wire was broken approximately 755 mm from the distal end and the introducer tip was slightly ovalized; however, it is unknown when this occurred. The procedure was completed using the same microcatheter to successfully implant ten non-penumbra coils and six pod packing coils (pod pcs). There was no report of an adverse effect to the patient.